Event description:
It was reported a patient's pacemaker presented with a pocket erosion. The pacemaker was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure there were no patient consequences.